Manufacturer narrative:
The field service engineer performed system maintenance. After service, the customer has not reported any further issues. Based on the provided information, a reagent issue could be excluded. The investigation is ongoing.

Event description:
The initial reporter received questionable tp2 total protein gen.2 results for three patients tested on a cobas 8000 c 702 module. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples. Sample identifier (B)(6) had an initial total protein result of 3.2 g/l. The patient's repeat result was 70.6 g/l. Sample identifier (B)(6) had an initial total protein result of 1.8 g/l. The patient's repeat result was 52.9 g/l. Sample identifier (B)(6) had an initial total protein result of "<2" g/l. The patient's repeat results were 39.1 g/l and 37.9 g/l. The total protein reagent lot number was 608716 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer replaced the gear pump pressure and gear head. He performed qc with acceptable results. The investigation determined the service actions resolved the issue.